Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the f-94 alarm was determined to be a defective main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.